Manufacturer narrative:
The pod was received partially deployed. The formed needle was observed to be extended past the bottom housing window. The data showed the pod ran to an 0x40 alarm code with high pulse widths and a drive stall. The pod was rerun and replicated the high pulse width with drive stall. Inspection of the drive mechanism found the release bar making contact with the ratchet gear, preventing the ratchet gear from rotating. Further inspection of the needle mechanism found debris in the chassis under the mechanism rail. The debris prevented the cam finger and release bar from being in the correct position. The debris in the chassis can be confirmed as the cause of the 0x40 alarm and the pod not deploying fully. The top and bottom housing were observed to be cracked. The timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.7 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod for less than one hour. Investigation of the pod found debris in the chassis and observed that the housing was cracked. The device was originally reported for a pod hazard alarm/alert/advisory during operation.